Event description:
It was reported that "the permaclip 1-1082 was new, and clips jumped. After replacement of the cartridge, normal working."

Manufacturer narrative:
Upon receipt of the actual device, we will return this device to the manufacturing site for an eval. As soon as the manufacturing engineers have completed their investigation a supplemental report will be filed.